Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter was unable to rewind the pump. The daughter had just been placed on the pump days prior to the call. Her blood glucose at the time of her failure to rewind was 101 mg/dl and her high blood glucose was 284 mg/dl. The patient was able to use the pump but either the pump malfunctioned and could not rewind or the patient did not know the proper procedure yet. Troubleshooting did not occur since the patient was at school; however, the mother stated that there was a block on the pump and she would like to remove it when she returns the call. No products were shipped or returned.